Event description:
In 2009, the lay user/pt's son contacted lifescan (lfs) alleging that the pt's onetouch ultra2 meter kit was missing the onetouch ultra2 owner's booklet in the english language. The reporter claimed that the kit only came with a different language owner's booklet. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist (mss) was unable to reach the pt and/or reporter by phone. The pt's son reported that his mother purchased and/or obtained the subject meter kit approximately 6-8 months prior to contacting lfs. As a result of the issue, the reporter claimed that the pt did not know how to use the subject meter. It is not known if the pt was able to test her blood glucose with the subject meter during those months despite not having the owner's booklet. The cca noted that the pt manages her diabetes with oral medication(s) (type and dose unk). As a result of the alleged issue, the reporter denied that the pt took any action regarding her diabetes mgmt; however, reported that she "passed out" the day prior to contact. The reporter denied that the pt received medical attention, therefore, it is not known if the pt "passed out" in response to a high or low glucose. At the time of troubleshooting, the cca was unable to confirm if the closure seal on the packaging was intact prior to opening. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly "passed out" after the alleged product issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform the FDA of the results in a supplemental report.